Event description:
It was reported that the insulin pump alarmed button error and none of the buttons were responding. The alarm was unable to be cleared. The customer's blood glucose was 7.3 mmol/l. The customer stated that it was a hot and humid day, and the customer was wearing the insulin pump on their bare skin. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.